Event description:
The customer called to report high bgs. Troubleshooting was performed. The high-pressure test was not performed; the customer did "have not" the clamp to do the test. The customer had bent cannulas and perhaps was using a wrong set for their body type. During the call the customer indicated that patient was hospitalized for high bgs and did not report before. It was stated that the customer was admitted because patient was neauseous and their glucometer was reading high. When patient was admitted, patient realized their bgs were elevated. The customer thought that possibly their basal rate was wrong.